Manufacturer narrative:
Correction on initial report: d.4, d.10, g.3: (agiliti quality systems specialist iii) & h.4 cont'd from d.11: 1000ml baxter bag, lot number: y325829, exp: jun21, lactated ringer¿s injection; 250ml baxter bag, lot number: y327668, exp: jul21, 0.9% nacl injection; 300ml freeflex bag, lot number: 19i03u03, exp: 08/2022, zyvox injection; 100ml baxter bag, lot number: p400382, exp: jun21, 0.9% nacl injection. The report of a pump module over infusing was confirmed. Physical inspection of the device noted the mechanism assembly was in good condition with no discrepancies noted. There were no observations of fluid ingress in the bezel; however, there was fluid ingress in the rear case. There was no contamination observed on the electronic or mechanical components. The sear had one leg slightly bent and the door was damaged above the latch and latch pin. The pcu error log shows no malfunctions occurring on the reported event date and time. The pcu event log shows that on (B)(6) 2020 at 1:22 pm, the pump module was programmed to infuse drug ID 181 (meropenem) at a calculated rate of 280 ml/h with a vtbi of 140 ml. The default duration generated at the time of programming was 30 minutes. The start key was pressed, and the infusion started at 1:23 pm. The pvi at this time was 124.298 ml. The pump module reached kvo at 1:53 pm and the rate was automatically reduced to 10 ml/h, with pvi now at 264.301 ml. The pump module was selected three times but no changes were made, and the device was then channeled off at 2:05 pm with the pvi still at 264.301 ml. The pump module had infused for approximately 30 minutes and was not used for the remainder of the day. Rate accuracy and functional testing found the device and IV tubing set to be within specifications. The root cause of the over infusion of meropenem was determined to be a programming error. Device history review: review of the sn (B)(6) service history record showed that the device was manufactured on 02/06/2013. A review of the device service history record was performed beginning from the date of manufacture to the present date 06/02/2020 and indicated that this device has been returned twice for service. The first time the device was returned for service was on (B)(6) 2013 for constant ail alarm; however, no parts were replaced because the customer denied the service. The second time the device was returned was on (B)(6) 2013 for 242.4030 error. The motor was misaligned; it was reseated and then returned. Review of the production failure record was performed beginning from the date of manufacture through present. No production failure records were opened for the source device.

Event description:
It was reported that the pump was programmed to infuse meropenem 2gm in nacl 140ml 46.7ml/hr over 3 hours (in a 100ml saline bag) through channel c, however the infusion completed in 45 minutes. There was no patient injury.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the pump was programmed to infuse meropenem 2gm in nacl 140ml 46.7ml/hr over 3 hours (in a 100ml saline bag) through channel c, however the infusion completed in 45 minutes. There was no patient injury.